Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 630 mg/dl. The customer was treated with IV fluids and was feel ok to troubleshoot. The customer state infusion site fell out. The patient was advised to change entire set, reservoir, and insulin and treat per help care provider instruction. The insulin pump is fine and ask the patient to monitor. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).